Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified three similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copliot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.na

Manufacturer narrative:
H7: recall. H9: corrective action number.

Event description:
Five sterile/unused devices were returned from the account and tested. This indeflator was pressurized at 10 atmospheres (atms) and fluid was leaking out of the proximal end of the luer lock. Applied pressure to 30 atms and the indeflator continued losing pressure. At 1 minute, the indeflator was at 21 atms and still losing pressure after the one minute. There was no device use or patient involvement.

Manufacturer narrative:
Date of event estimated. Five sterile/unused devices were returned from the account. All 5 returned sterile devices were visually inspected and there was no damage noted to all sterile/unused devices. The following testing was performed on all 5 sterile/unused devices: the returned stopcock was connected to the luer side of the returned copilot and the stopcock was set to a straight flow. The indeflator was connected to the straight port of the stopcock. A plug was placed in the rotator end of the rhv. A proxy catheter and proxy guide wire were advanced through the copilot and tightened. All components secured a connection. Applied pressure to 30 atmospheres for one minute. Samples #1 and #3 thru #5 all met specification. Sample #2: the indeflator was pressurized and at 10 atms, fluid was leaking out of the proximal end of the luer lock. Applied pressure to 30 atms and continued losing pressure. At 1 minute, the indeflator was at 21 atms and still losing pressure after the one minute. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified three similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.